Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in (B)(6) 2013, the patient received multiple inappropriate therapies. Low sensing amplitude was observed and lead fracture was suspected. The lead was capped and replaced.